Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer¿s ref #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pre-use check. During troubleshooting on-site, the field service engineer judged the control printed circuit board (pcb) and pneumatic back-plane interconnecting board to be faulty and replaced them. The pcbs were returned for investigation. The evaluation of received device logs confirms the reported pre-use check failures on the reported date of event. The returned control pcb was installed in the reference ventilator. Pre-use tests failed. When simulated use test ventilation was started, breathing was absent and a technical error code indicating disabled valves was generated. The fault was permanent. Measurements on the control pcb showed that an output always signaled for disabled valves. It was found that a transistor on the board was broken. The returned pneumatic back-plane board worked as expected when tested. If the fault condition found during the investigation appears during ventilation, it will lead to stop of ventilation. High priority alarms will be generated. The fault will be detected during pre-use check. The conclusion is that the reported pre-use check failures were caused by a failing transistor on the control pcb. Why the transistor broke could not be determined, but is considered a random component failure.

Event description:
Manufacturer¿s ref #: (B)(4).